Event description:
It was reported after an ablation procedure utilizing the ensite velocity system for mapping the cardiac model, the patient developed a pericardial effusion. The physician was ablating on the roof of the left atrium and the mitral isthmus line when it was noted the ablation catheter appeared to be 1 cm or more outside of the cardiac model. It was difficult to determine the position of the ablation catheter. The physician continued to ablate using fluoroscopy to confirm the placement of catheters. The ablation procedure had been finished for approximately 10 minutes and all devices used during the procedure had been removed when the patient's blood pressure dropped and an effusion was noted. The physician treated the condition by draining the effusion 300 cc of the blood from the pericardium. After the effusion, the (B)(4) was reviewed on the ensite velocity system where it was discovered, there were two periods during the procedure where the coronary sinus catheter had moved from the original position marked by a catheter shadow placed on the ensite velocity system display. The physician had reisolated the pulmonary veins and performed a right isthmus ablation during the periods of time where there was positional reference catheter movement. The catheter movement was not detected by the system operator during the procedure, and the positional reference tool was not used to detect the movement. The patient recovered from the effusion with no further consequences and was discharged from the hospital.

Manufacturer narrative:
The investigation materials have not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.